Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient alleged chronic pain as a result of the implanted prestige disc. He could only state pain in his neck as a symptoms.